Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not opened. A field service engineer (fse) shut down the station and removed the remote manager side cover. The fse replaced detent latch to resolve the issue. The side cover was locked, and the station was powered back on. Functional testing was performed in both the hardware test application and all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager attached to the refrigerator was not open. The customer attempted a drawer recovery; however, the drawer remained unrecoverable and does not open at any point during the recovery process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.